Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device functionality met all test specifications and no anomalies were found. The device was found to have normal eri. The cause of the field events of impedance anomaly and loss of capture could not be determined.

Event description:
It was reported that the device was at eri and high impedance and loss of capture were observed. Aborted therapy was also noted. The device was explanted and leads were capped.